Manufacturer narrative:
The patient's gender, age, date of birth and weight were not provided by the customer. The access accutni+3 reagent was not returned for evaluation. An fse was dispatched to evaluate the instrument's performance. The fse noted bubbles in the wash piston, the fse cleaned the wash valve and replaced the flat washer on the top of the rotor. There are no failed diagnostic tests to indicate the system was experiencing a malfunction prior to the replacement. There is insufficient evidence to suggest a hardware malfunction contributed to this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer contacted beckman coulter on (B)(6) 2017 to report generating a non-reproducible (troponin I) access accutni+3 result for one (1) patient on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number: (B)(4). The elevated access accutni+3 result was generated on (B)(6) 2017. The sample was repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number: (B)(4) and lower results, within the customer's established normal reference range, were generated. There was a change to patient care reported in association with the reproducible, elevated access accutni+3 results. The patient was administered a heparin bolus and streptokinase infusion. Additional information with regards to the patient's treatment was not provided. All system parameters (including quality control (qc), calibration and system check) for the instrument used to generate the results were recovering within assay/instrument specifications. The instrument was evaluated by a field service engineer (fse). The fse confirmed that the system specifications were within range and verified alignments. The patient's sample was collected in a lithium heparin tube and was centrifuged for 5 minutes at 4500 revolutions per minute (rpm). No issues with sample integrity were reported.